Event description:
Report rec'd from the united states, that the device was broken. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. (B)(4).